Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild calcification. The balance middleweight elite guide wire was used successfully; however, during removal it was noted on angiogram that the guide wire was un-raveled. There was no resistance noted during advancement or removal. There were no adverse patient effects and no clinically significant delay in the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire found that the core was separated distal to the center solder, confirming the reported separation. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.